Event description:
During a left total knee arthroplasty, pieces disengaged from the posterior stabilizer collet instrument. Two pieces were retrieved and an intraoperative x-ray showed a piece within the femur. Several attempts and some time expenditure were made to retrieve it, but ultimately the decision was made to leave it in place.